Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented to clinic following a vibratory alert for low, out of range, hv lead impedance. Values were low and out of range on all vectors. Further evaluation of the lead is recommended. The patient will be closely monitored.